Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a compromised insulation cable. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter and obtained the following additional information: the status of the internal wires being exposed due to damage to the cautery wire remains uncertain, as this was observed in spd with 4x magnification, and the instrument has been returned for further assessment. There were no reports of loss of cautery during the last use, suggesting no issues were present at that time. It remains unclear whether there were any signs of thermal damage at the site of insulation damage. Additionally, there is no information indicating that the damage resulted in a fragment falling inside the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. It did not have damaged cables or damaged insulation on it. Correction : h8. Was updated to initial use of device.